Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per rn and tm, lines down center of probe image. Poor image quality.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of lines down center of probe image/ poor image quality was confirmed. The root cause of the reported issue was identified as a probe failure. The site rite 8 20mm gt probe was visually inspected upon receipt and was found to be in good physical condition. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per rn and tm, lines down center of probe image. Poor image quality.